Event description:
Knee surg sports traumatol arthrosc doi: 10.1007/s00167-014-3111-5. Walker, t., et al. Information was received based on review of a journal article titled, "return to sports, recreational activity and patient-reported outcomes after lateral unicompartmental knee arthroplasty" which aimed to survey the activity level and the health-related quality of life of patients following lateral uka using the oxford domed lateral component manufactured at biomet. The study involved fifty (50) patients who received fifty (50) knees. The journal article reports the following revisions by biomet brand name and reason: two (2) revisions due to mobile bearing dislocation the authors of the study conclude that a vast majority of patients, independent of age or gender were able to return to their sporting behavior after lateral uka to which they were accustomed before the onset of the first restricting symptoms.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by walker t, et al in knee surg sports traumatol arthrosc. 2014 jun 25. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.